Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance and loss of capture. Imaging did not reveal any physical anomalies. The lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable and asymptomatic.